Manufacturer narrative:
Investigation determined several defective parts inside the pump module. Our r&d department is currently trying to resolve these issues. This occurred during phaco procedure. There was an error in the pump module, there is no replacement, hence considered reportable. Also prolonged delay. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4).). All available information has been disclosed. This complaint has now been closed.

Event description:
Pump error car1600 ( servo error pump actuator ) occurs during phaco. It follows after each other. Sample available. All information available has been disclosed.